Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional test was performed and passed relevant tests and functional tests which failed is serial number verification. An internal visual inspection was performed and passed. The receiver log was downloaded. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.